Manufacturer narrative:
Medwatch submitted becasue according to the health hazard evaluation the risk has been classified as high, meaning the event could led to a serious injury. No serious injury or health impact has been reported. Investigation is not completed yet. As soon as it will be completed a follow up report will be submitted. Alba biosicence reference number of this file is (B)(4).

Event description:
The end user reports false positive results with albacyte group a2 reagent red blood cells, product z406u lot v280597. The end user reports 2+ positive results when tested against albalect anti-a1, product z241u lot v273091. A total of four end users reported false positive with the product albacyte group a2 reagent red blood cells, product z406u lot v280597.